Manufacturer narrative:
Per the user facility, the patient was transferred to another hospital due to the cancelled case. All cases following were cancelled pending further evaluation and repair of the device. Per data log review: the ccm log does not cover the incident, either the ccm or hard drive was replaced. Since the ccm failed to boot up, the log could not be exported. The pump log showed several power ups where the ccm remained missing. These occurred on power up just prior to (B)(6) 2022 , likely on (B)(6) 2022 . The log confirms that the ccm failed to boot up. The field service representative (fsr) verified the reported complaint. The ccm was replaced. Release testing was completed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure' message. As a result, the surgical procedure was cancelled. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon power up, a 'disk boot failure, insert system disk and press enter' message was displayed. He replaced the hard drive with a luo hard drive and that did not correct the issue. He replaced the single board computer (sbc) and that did not correct the issue. He then removed the peripheral component interconnect (pci) bus cable, cleaned the contact pins, reinstalled and then powered the unit back on. The unit then operated as expected. He then put the suspect sbc board back into the ccm and received a disk boot failure message again, determining that the sbc board was the cause of the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.